Event description:
It was reported that that the device had a patient side occlusion error. Becton dickinson (bd) replaced the lower transducer, broken bottom rear case, corroded right and left iuis, damaged door keypad, and cover door. There was no patient involvement. Pressure sensor- failed occlusion,iui- corrosion,door assy- keypad damaged,case rear- damaged/cracked.

Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensor, (B)(4) for iui damages a review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had a patient side occlusion error. Becton dickinson (bd) replaced the lower transducer, broken bottom rear case, corroded right and left iuis, damaged door keypad, and cover door. There was no patient involvement. Pressure sensor- failed occlusion,iui- corrosion,door assy- keypad damaged,case rear- damaged/cracked.